Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high when compared to a laboratory device. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue started around(B)(6) 2014 but did not provide specific blood glucose values for that time frame. Specifically, she tested on the subject meter on (B)(6) 2014 and observed values of ¿526 and 527 mg/dl¿ as compared to a lab test result of ¿472 mg/dl¿ performed within 10 minutes. Additionally, a test was performed on a hospital meter (ultra2) and observed a value of ¿483 mg/dl¿ within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with novolog insulin through pump therapy. Prior to obtaining the alleged higher readings, the patient claims she was experiencing ¿high blood sugar symptoms of severe headache and blurred vision.¿ she reported going to the emergency room on (B)(6) 2014 where the comparison between the meter and lab were made. At approximately 10 am, the patient was reportedly treated with novolog insulin via IV over a 2-2 ½ hour period until her blood sugar went down. She was tested on a hospital meter again at approximately 6:45 pm that evening and obtained a reading of ¿127 mg/dl.¿ it is not known if the patient was discharged that same day. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the testing technique was correct. A control solution test was performed on the subject device and the result fell within the specified range. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. Although the patient felt that the subject device was reading inaccurately high, the patient¿s symptoms, the blood glucose results obtained on the laboratory lfs device and the treatment received from an hcp was consistent with the reported lfs meter results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting.